Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was providing regrasp alarms during the case. The case was delayed by 30 minutes or more. The pt has been reported to be in good condition.